Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, clips were not fed into the jaws or were not deployed every 2 or 3 clips. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Additional information: which firing of the device did this event occur on? -no information. What vessel or structure was the device fired on at the time of the event? -blood vessel. Was the clip fully advanced into the jaws prior to firing? -no. Was there any torquing or twisting of the device present at the time of firing? -no information. Was any unexpected resistance felt while firing the trigger? -no information. Were any unexpected noises heard? If so, when? -no information. Did anything unexpected happen prior to this incident? Would not feed into the jaws or was feeding intermittently. Was the device fired after this incident in or out of the patient? -no information. What were the indications for surgery? What was found? -no information. Does the patient have any relevant history of surgical treatments? If so, what? -no information. Did somebody other than the primary surgeon fire the instrument? If so, whom? -no information. The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. A batch/lot record review was performed and the batch (j9108x) had no anomalies noted during the manufacturing process.